Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a radical prostatectomy on (B)(6) 2012 and suture was used. The suture did not absorb and was removed from the patient. Additional information to be requested.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually was evaluated. The three returned explanted sutures were green braided sutures with residual blood and/or tissue remains present. The green braided sutures were consistent in appearance with green ethibond polyester suture or mersilene polyester sutures. One segment was examined by ftir to determine the material identity. The ir spectrum obtained conformed to polyethylene terephthalate polyester suture (pet), which is what ethibond and mersilene sutures are made of. The returned explanted sutures were determined to be either green ethibond or mersilene sutures, which are non-absorbable - and not violet monocryl monofilament sutures.